Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband had high blood glucose in the 500 mg/dl range. The patient experienced upset stomach and nausea as a result. The customer treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.